Event description:
It was observed that during the device evaluation, the gastrovideoscope had c-body cuts at pink probe, pinholes on adhesive of the light guide lens and no ke45 at the forceps cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.